Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board, backplane, and the camera were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported an ad channel error and the sys would not boot up. There was no pt injury or death reported.